Manufacturer narrative:
Investigation into this allegation is ongoing.

Event description:
Customer alleged discrepant low tni vs laboratory test method. Triage tni: 0.25 ng/ml, cutoff: unknown; alternate test method tni: 2934 ng/ml; cutoff: unknown. Patient diagnosis: unstable angina; symptoms